Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that there were two back injuries due to users pushing beds manually rather than using the zoom function. No medical intervention was reported, however it was reported that the users were off of work for two weeks due to the injuries. No additional specifics of the injury were provided. No malfunction was alleged with the product.

Event description:
It was reported that there were two back injuries due to users pushing beds manually rather than using the zoom function. No medical intervention was reported, however it was reported that the users were off of work for two weeks due to the injuries. No additional specifics of the injury were provided. No malfunction was alleged with the product.